Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 922 mg/dl. At the time of the call, the customer had blood glucose of 190 mg/dl. Troubleshooting found that the drive support cap was normal but that there were recent changes to the pump programming as well as a no delivery alarm in the pump history. The customer was at the hospital and troubleshooting spoke with the nurse practitioner. The nurse indicated that the hospital would run the high pressure test themselves, reset cannula and call back if necessary.